Manufacturer narrative:
Evaluation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on march 09, 2016 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Unit fails functional testing with motor stall error and overheats. The cable was removed and unit was found to be corroded internally. This corrosion would not allow further disassembly of the motor/gearbox. Motor tacs tested good. A corroded gear box is the most likely cause of the complaint. Warranty records show that the motor/gearbox has never been replaced and are 2 years old. The complaint investigation has concluded that this unit has succumbed to expected wear and tear. A review of the device history record for serial number (B)(4) shows that the unit met all applicable specifications when released to distribution as a service replacement on november 05, 2015. Device returned for evaluation on 9 march, 2016. Usage of device is reuse - incorrectly identified as initial use. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax mdu shaver hand control overheated during a procedure. It is reported that there was a short procedural delay of less than 30 mins. There is no report of patient injury associated with the alleged event.